Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial (ra) lead was dislodged and had high thresholds, and the right ventricular (rv) lead had decreased slack. A revision was done to reposition the ra lead and put more slack in the rv lead. Both leads remain in use. No patient complications have been reported as a result of this event.